Manufacturer narrative:
Flexicare received notoficcation of an FDA report (B)(4) on 03 september 2025. The information in this report is based off of the information provided to us in the report submitted in july. The incident has yet to be verified including what serious injury occurred. The lot numbers range from manufacturing dates in 2020 to 2024. A known issue with the battery has been addressed for lot numbers manufactured before december 2022 but an investigation is required for the lot numbers manufactured in 2023 and 2024. We attempting to obtain the defective devices for investigation as well as further information regarding the event.

Event description:
Describe the event or problem: rapid response event, patient was to be intubated for airway protection/agonal breathing. Dr. Attempted direct laryngoscope mac 3 or mac 4 provided in the crash cart. Neither blade worked. Batteries were dead. Blades were within date and not expired. Packages sealed and appeared untampered with. Patient was ultimately intubated with a glidescope go without incident. Staff went to the ICU to check with other blades stored in their primary and again the mac 3 and mac 4 blades do not work. Not expired, various expiration dates, different lot numbers. These should be pulled from crash carts and shelves as this could be a huge safety issue. We have had multiple failures with different lot numbers. Staff pulled 5 random off the storage shelf in ICU, there were 3 that failed to light. Supply pulled 4 random for patient safety to try and found items that were dim. We had reports of some failing in the or by word of mouth that anesthesia denied but then within a week of our identifying this and asking for us to receive any failures, we received 1 from or. All of these were within dates. We assumed the batteries were failing early but the ones spd [sterile processing department] pulled were all newly received and one was still dim. Below are additional defective items identified as well. Lot: expiration: 201101080, 10/1/2025, 200902793, 8/1/2025, 210303606, 2/1/2026, 210100662, 12/1/2025, 241001748, 9/1/2029 , 210801845, 7/1/2026, 240500783, 4/1/2029, 230800842, 7/1/2028 , 200902823, 8/1/2025 . If you look at maude database, there were 10 reports on this product in the last calendar year. Manufacturer response for flexicare britepro mac 4, britepro mac 4 (per site reporter) they will evaluate but sites continue to find many defective items. Manufacturer response for flexicare britepro miller 4, britepro miller 4. (Per site reporter) many are found still in stock and ready for evaluation where they dont function. Manufacturer response for flexicare britepro solo miller 3, flexicare britepro solo (per site reporter) they took it back for further evaluation. Manufacturer response for flexicare britepro solo mac 3, flexicare britepro solo (per site reporter) we have many defective items and site has returned them to the rep for further evaluation. What was the original intended procedure? : intubation what problem did the user have:device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable; serious injury was reported but has yet to be verified. No indirect harm . No required intervention to prevent permanent damage . No hospitalisation - initial or stay prolonged by 1 day or more . No serious injury, disability or permanent impairment . Not life threatening . No deaths . Additional information for device #1 : is this a laboratory device or laboratory test? [No] other devices involved device #2: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-343u catalog number : 040-343u lot number : 210801845 expiration date : [jul-2026] brand name: britepro solo single-use fiber optic handle and blade miller 3 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #3: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-344u catalog number : 040-344u lot number : 240500783 brand name: britepro solo single-use fiber optic handle and blade miller 4 implant date : (B)(6) 2029] age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #4: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-334u catalog number : 040-334u lot number : 230800842 expiration date : [jul-2028] brand name: britepro solo single-use fiber optic handle and blade mac 4 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] additional information for device #1 : is this a laboratory device or laboratory test? [No] other devices involved device #2: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-343u catalog number : 040-343u lot number : 210801845 expiration date : [jul-2026] brand name: britepro solo single-use fiber optic handle and blade miller 3 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #3: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-344u catalog number : 040-344u lot number : 240500783 brand name: britepro solo single-use fiber optic handle and blade miller 4 implant date : (B)(6) 2029] age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #4: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-334u catalog number : 040-334u lot number : 230800842 expiration date : [jul-2028] brand name: britepro solo single-use fiber optic handle and blade mac 4 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #5: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 200902823 expiration date : [aug-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #6: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 210100662 expiration date : [dec-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #7: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 210303606 expiration date : [feb-2026] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #8: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 200902793 expiration date : [aug-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #9: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 201101080 expiration date : [oct-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. This report has yet to be verified by the user facility. The provided phone numbers provided by both the reporter and contact person are disconnected. We are currently in contact with the representative and contact from the report, via email but he is not onsite and gets quality issues reported to him so he is unable to provide further information.

Manufacturer narrative:
Flexicare received notoficcation of an FDA report (B)(4) on 03 september 2025. The information in this report is based off of the information provided to us in the report submitted in july. The incident has yet to be verified including what serious injury occurred. The lot numbers range from manufacturing dates in 2020 to 2024. A known issue with the battery has been addressed for lot numbers manufactured before december 2022 but an investigation is required for the lot numbers manufactured in 2023 and 2024. We attempting to obtain the defective devices for investigation as well as further information regarding the event. Multiple attemptswere made to contact the customer with no response. The issue was identified prior to use, with no reported harm or risk to the patient or user. The complaint is linked to previously identified failure modes. Lot numbers manufactured prior to december 2022 are covered under CAPA-940, while lot numbers manufactured after december 2022 fall under scar-30. The issue is considered low risk and has already been addressed through existing corrective actions. No further action is required at this time. Scar-30: returned samples confirmed the handle light was out (fig 1). Battery inspection showed no leakage, but voltage readings ranged from 0.82v to 1.42v, below the required 1.5v specification (fig 2). Assembly process review revealed that batteries were not placed as required; improper placement likely caused a small short-circuit loop, leading to self-discharge (fig 3). Work instruction wi-as-114-70 did not clearly state that batteries must not be placed haphazardly to avoid short-circuit loops, indicating insufficient detail in the wi (fig 4). The root cause was inadequate work instruction. Corrective actions included updating wi-as-114-70, wi-as-281-80, and wi-as-307-60 to clarify battery placement requirements and retraining operators on the revised instructions. Objective evidence includes updated wis, training records, attendance sheets, and verification checks confirming compliance. This is a final report.

Event description:
Describe the event or problem: rapid response event, patient was to be intubated for airway protection/agonal breathing. Dr. Attempted direct laryngoscope mac 3 or mac 4 provided in the crash cart. Neither blade worked. Batteries were dead. Blades were within date and not expired. Packages sealed and appeared untampered with. Patient was ultimately intubated with a glidescope go without incident. Staff went to the ICU to check with other blades stored in their primary and again the mac 3 and mac 4 blades do not work. Not expired, various expiration dates, different lot numbers. These should be pulled from crash carts and shelves as this could be a huge safety issue. We have had multiple failures with different lot numbers. Staff pulled 5 random off the storage shelf in ICU, there were 3 that failed to light. Supply pulled 4 random for patient safety to try and found items that were dim. We had reports of some failing in the or by word of mouth that anesthesia denied but then within a week of our identifying this and asking for us to receive any failures, we received 1 from or. All of these were within dates. We assumed the batteries were failing early but the ones spd [sterile processing department] pulled were all newly received and one was still dim. Below are additional defective items identified as well. Lot expiration 201101080, 10/1/2025, 200902793, 8/1/2025, 210303606, 2/1/2026, 210100662, 12/1/2025, 241001748, 9/1/2029, 210801845, 7/1/2026, 240500783, 4/1/2029 , 230800842, 7/1/2028, 200902823, 8/1/2025 . If you look at maude database, there were 10 reports on this product in the last calendar year. Manufacturer response for flexicare britepro mac 4, britepro mac 4. (Per site reporter) they will evaluate but sites continue to find many defective items. Manufacturer response for flexicare britepro miller 4, britepro miller 4 (per site reporter) many are found still in stock and ready for evaluation where they dont function. Manufacturer response for flexicare britepro solo miller 3, flexicare britepro solo (per site reporter) they took it back for further evaluation. Manufacturer response for flexicare britepro solo mac 3, flexicare britepro solo (per site reporter) we have many defective items and site has returned them to the rep for further evaluation. What was the original intended procedure? : intubation what problem did the user have:device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable; serious injury was reported but has yet to be verified. No indirect harm no required intervention to prevent permanent damage no hospitalisation - initial or stay prolonged by 1 day or more no serious injury, disability or permanent impairment not life threatening no deaths . Additional information for device #1 : is this a laboratory device or laboratory test? [No] other devices involved device #2: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-343u catalog number : 040-343u lot number : 210801845 expiration date : [jul-2026] brand name: britepro solo single-use fiber optic handle and blade miller 3 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #3: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-344u catalog number : 040-344u lot number : 240500783 brand name: britepro solo single-use fiber optic handle and blade miller 4 implant date : (B)(6) 2029] age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #4: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-334u catalog number : 040-334u lot number : 230800842 expiration date : [jul-2028] brand name: britepro solo single-use fiber optic handle and blade mac 4 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] additional information for device #1 : is this a laboratory device or laboratory test? [No] other devices involved device #2: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-343u catalog number : 040-343u lot number : 210801845 expiration date : [jul-2026] brand name: britepro solo single-use fiber optic handle and blade miller 3 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #3: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-344u catalog number : 040-344u lot number : 240500783 brand name: britepro solo single-use fiber optic handle and blade miller 4 implant date : (B)(6) 2029] age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #4: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 model number : 040-334u catalog number : 040-334u lot number : 230800842 expiration date : [jul-2028] brand name: britepro solo single-use fiber optic handle and blade mac 4 age of device : 1days single use device: [no] available for evaluation? [Yes] procode: ccw is this a laboratory device or laboratory test? [No] device #5: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 200902823 expiration date : [aug-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #6: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 210100662 expiration date : [dec-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #7: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 210303606 expiration date : [feb-2026] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #8: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 200902793 expiration date : [aug-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. Device #9: common device name: laryngoscope, rigid manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618 lot number : 201101080 expiration date : [oct-2025] brand name: britepro solo single-use fiber optic handle and blade procode: ccw. This report has yet to be verified by the user facility. The provided phone numbers provided by both the reporter and contact person are disconnected. We are currently in contact with the representative and contact from the report, via email but he is not onsite and gets quality issues reported to him so he is unable to provide further information.

Event description:
Describe the event or problem: rapid response event, patient was to be intubated for airway protection/agonal breathing. Dr. Attempted direct laryngoscope mac 3 or mac 4 provided in the crash cart. Neither blade worked. Batteries were dead. Blades were within date and not expired. Packages sealed and appeared untampered with. Patient was ultimately intubated with a glidescope go without incident. Staff went to the ICU to check with other blades stored in their primary and again the mac 3 and mac 4 blades do not work. Not expired, various expiration dates, different lot numbers. These should be pulled from crash carts and shelves as this could be a huge safety issue. We have had multiple failures with different lot numbers. Staff pulled 5 random off the storage shelf in ICU, there were 3 that failed to light. Supply pulled 4 random for patient safety to try and found items that were dim. We had reports of some failing in the or by word of mouth that anesthesia denied but then within a week of our identifying this and asking for us to receive any failures, we received 1 from or. All of these were within dates. We assumed the batteries were failing early but the ones spd [sterile processing department] pulled were all newly received and one was still dim. Below are additional defective items identified as well. Lot: 201101080, expiration: 10/1/2025, lot: 200902793, expiration: 8/1/2025, lot: 210303606, expiration: 2/1/2026, lot: 210100662, expiration: 12/1/2025, lot: 241001748, expiration: 9/1/2029, lot: 210801845, expiration: 7/1/2026, lot: 240500783, expiration: 4/1/2029, lot: 230800842, expiration: 7/1/2028, lot: 200902823, expiration: 8/1/2025. If you look at maude database, there were 10 reports on this product in the last calendar year. Manufacturer response for flexicare britepro mac 4, britepro mac 4 (per site reporter). They will evaluate but sites continue to find many defective items. Manufacturer response for flexicare britepro miller 4, britepro miller 4 (per site reporter). Many are found still in stock and ready for evaluation where they dont function. Manufacturer response for flexicare britepro solo miller 3, flexicare britepro solo (per site reporter). They took it back for further evaluation. Manufacturer response for flexicare britepro solo mac 3, flexicare britepro solo (per site reporter). We have many defective items and site has returned them to the rep for further evaluation. What was the original intended procedure? Intubation. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable. Serious injury was reported but has yet to be verified. Intervention required to prevent permanent damage was reported but has yet to be verified. No report of indirect harm. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No report of deaths. Additional information for device #1: is this a laboratory device or laboratory test? [No]. Other devices involved device #2: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, model number : 040-343u, catalog number : 040-343u, lot number : 210801845, expiration date : [jul-2026], brand name: britepro solo single-use fiber optic handle and blade miller 3, age of device : 1days, single use device: [no], available for evaluation? [Yes], procode: ccw, is this a laboratory device or laboratory test? [No]. Device #3: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, model number : 040-344u, catalog number : 040-344u,, lot number : 240500783, brand name: britepro solo single-use fiber optic handle and blade miller 4, implant date : [(B)(6) 2029], age of device : 1days, single use device: [no], available for evaluation? [Yes], procode: ccw, is this a laboratory device or laboratory test? [No]. Device #4: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, model number : 040-334u, catalog number : 040-334u, lot number : 230800842, expiration date : [jul-2028], brand name: britepro solo single-use fiber optic handle and blade mac 4, age of device : 1days, single use device: [no], available for evaluation? [Yes], procode: ccw, is this a laboratory device or laboratory test? [No], additional information for device #1: is this a laboratory device or laboratory test? [No]. Other devices involved, device #2: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, model number : 040-343u, catalog number : 040-343u, lot number : 210801845, expiration date : [jul-2026], brand name: britepro solo single-use fiber optic handle and blade miller 3, age of device : 1days, single use device: [no], available for evaluation? [Yes], procode: ccw, is this a laboratory device or laboratory test? [No]. Device #3: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, model number : 040-344u, catalog number : 040-344u, lot number : 240500783, brand name: britepro solo single-use fiber optic handle and blade miller 4, implant date : [(B)(6) 2029], age of device : 1days, single use device: [no], available for evaluation? [Yes], procode: ccw, is this a laboratory device or laboratory test? [No]. Device #4: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, model number : 040-334u, catalog number : 040-334u, lot number : 230800842, expiration date : [jul-2028], brand name: britepro solo single-use fiber optic handle and blade mac 4, age of device : 1days, single use device: [no], available for evaluation? [Yes], procode: ccw, is this a laboratory device or laboratory test? [No]. Device #5: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, lot number : 200902823, expiration date : [aug-2025], brand name: britepro solo single-use fiber optic handle and blade, procode: ccw. Device #6: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, lot number : 210100662, expiration date : [dec-2025], brand name: britepro solo single-use fiber optic handle and blade, procode: ccw. Device #7: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, lot number : 210303606, expiration date : [feb-2026], brand name: britepro solo single-use fiber optic handle and blade, procode: ccw. Device #8: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, lot number : 200902793, expiration date : [aug-2025], brand name: britepro solo single-use fiber optic handle and blade, procode: ccw. Device #9: common device name: laryngoscope, rigid, manufacturer name and address: flexicare medical ltd., 15281 barranca pkwy, unit d, irvine, ca 92618, lot number : 201101080, expiration date : [oct-2025], brand name: britepro solo single-use fiber optic handle and blade, procode: ccw. This report has yet to be verified by the user facility. The provided phone numbers provided by both the reporter and contact person are disconnected. We are currently in contact with the representative and contact from the report, via email but he is not onsite and gets quality issues reported to him so he is unable to provide further information.

Manufacturer narrative:
Flexicare received notification of an FDA report (B)(4) on 03 september 2025. The information in this report is based on the details provided in the report submitted in july. The affected lot numbers range from manufacturing dates between 2020 and 2024. A known issue related to the battery for lot numbers manufactured before december 2022 has been addressed under CAPA 940. Scar-30 has been raised for the lot numbers manufactured in 2023 and 2024. We are attempting to obtain the defective devices for investigation and to gather further information regarding the event. However, we received a response from the user indicating that the affected devices have been taken by the office of inspector general (oig) for their internal investigation and are not available for return to flexicare. CAPA 940, problem statement: an increase in global complaints was received by flexicare, relating to britepro solo product lines, reported as light/flickering/dim light issues. In addition, if checks are not conducted pre-use, as per the IFU, the availability of the devices in the intended use environments including hospitals and ambulance settings, could be impacted in supporting patient care and the use of an alternative laryngoscope as recommended in the IFU would be required. An investigation has been conducted into all complaints and subsequently a summary of this investigation and proposed corrective and preventative actions are included. Overview of complaint data. Investigation: all complaints linked to production lots related to britepro solo USA product lines, were assessed from jan-2020 to may-2025 are in scope of this investigation. Please note that the following information aligns with the flexicare complaints system q-pulse (note: per = product event report, which is the 'complaint' reference), which is used by all manufacturing sites to manage global complaint data, and windchill system for management of technical file information. Customer complaint data (at supplier cmo manufacturing site based in china), note: cmo = contract manufacturing operations, · % global complaints: 368 (0.00208%), · % same root cause: 330 (0.0019%), · % no fault found (returns): 25 (0.00014%), · % not returned: 12 (0.00007%) (1 of 12 expired), · total shipping records: 17675773 (100%). Summaries (at supplier cmo manufacturing site based in china): · the reported issue relates to a problem at the supplier cmo. · a fishbone analysis is included to identify potential root causes and contributing factors at the cmo is included. · complaint statistics shows the reduction in the complaint trend observed with zero reported complaints in 2025. Summary % failure rate (at cmo manufacturer). · 368/17675773 = (B)(4). Subsequent data analysis for all complaint system q-pulse data with light/battery references detailed dive of system content covering 2020-2025, · total number of per's (us only) 243 (globally 368 pers), · total pre-battery improvement 186, · total post battery improvement 17, · total sales 1861200. Summary of % failure rate (pre battery-improvement) · 186/1861200 = (B)(4). Summary of % patient deaths % (pre battery-improvement) · 4/1861200 = 0.00022%. Summary of % failure rate (post battery improvement) · 17/1861200 = (B)(4). Summary of patient deaths % (post battery improvement) · 0/1861200= 0%. Note: in events where a death occurred, flexicare received no clinician comments or other evidence indicating the death was caused by the failure of the device the list covers all dates. It should be noted that although the event date year maybe after the improvements to the battery separator (septum) paper were implemented (post nov-2022), the year of manufacture for the lots related to deaths was pre-2022 (e.g. 200604126 = 2020 as 1st 2 digits correspond to year of manufacture). Trending review and data analysis: all supplier cmo manufacturer data was trended by lot number and year of manufacture. · a total of (B)(4) were manufactured in 2020. · in 2022, flexicare visited the battery suppliers for the battery supplier a and battery supplier b batteries, reviewed the production line and reviewed goods inspection activities and an 8d analysis was conducted by the sub supplier in collaboration with the cmo. The root cause determination concluded that there was a problem with the welbon battery separator paper specifications suggesting it was potentially non- conforming to the requirements and therefore inadequate formulation of product within qas-iqc-119 record. This was backed up by a technical article linked to the separator paper. · battery sub supplier communications were conducted to support the improvements. · theoretical 'depletion' was identified for battery life. · risk assessment consisting of the battery 'depletion' and root cause analysis was conducted. · a health hazard evaluation was conducted, with an action outcome of 'trending' from the evaluation index score and ongoing trending of data. Recall strategy: the analysis of the data by manufacturing year demonstrated that the 2020 manufactured product had the majority of 'no light/battery related' issues identified. Whilst the battery change % failure rates were shown to be low, the level of stock was the largest of the 5-year analysis. Therefore, flexicare's decision is proposed to conduct an fsn 2025-001, supporting the recall of all lots manufactured during 2020 which are still within expiry date, covering product lot numbers starting with the prefix 2007xxxxx to 2012xxxxx. Refer to chart below, which demonstrates that (B)(4) of the defective lots were manufactured in 2020. Summary conclusion: a full investigation was conducted covering all britepro solo product complaints from 2020-2025, in relation to multiple complaints and deeper review linked to light or battery issues. From the analysis, the root cause was identified as the separator (septum) paper, within the battery, causing depletion, due to not meeting specifications. Subsequently, the battery subcontract suppliers battery supplier a and battery supplier b, were audited and improvements to the separator (septum) paper for each battery, were implemented and first production releases were conducted prior to use in product manufacture. Relevant qa documentation was updated and training conducted for all staff at the cmo site. The shelf life of the battery was impacted by the root cause deficiency and additionally it was noted that environmental storage conditions (humidity and temperature) are potentially factors that could impact performance/battery shelf life. As part of the potential contributing factors, flexicare initiated planned testing to include 5 year accelerated shelf-life study, which passed all test criteria successfully and was completed april-2025. Further preventive actions are subsequently planned to support 5 year real time ageing study and the review range of temperature/humidity impact of environmental conditions to products to better understand potential excursions. Protocols are in place for real time shelf-life testing due in 5 years' time, and transport (ista 3a) hazards journey study, which is due for completion by september 2025. Analysis of the sales versus complaint data demonstrated there was a reduction in the % complaint rate over the 2020 to 2025 period, and increased reduction in failure rates with the battery separator (septum) paper change implementation in nov-2022, based on the supplier cmo manufacturer. The % failure rate linked to patient deaths is below and demonstrates a low % failure rate that is further reduced with the introduction of the battery improvement change. Flexicare's voluntary recall strategy decision will be to conduct an fsn 2025-001, supporting the recall of all lots manufactured during 2020 which are still within expiry date, covering product lot numbers starting with the prefix 2007xxxxx to 2012xxxxx (july 2020 to dec 2020 inclusive). Flexicare will continue to assess, review, track and analyze any subsequent complaints.